Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd micro-fine¿ pen needles 32g x 4mm that the drug solution did not come out. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient¿s report is that the drug solution did not come out.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported while using bd micro-fine¿ pen needles 32g x 4mm that the drug solution did not come out. The following information was provided by the initial reporter, translated from japanese to english: the patient¿s report is that the drug solution did not come out.